Manufacturer narrative:
Additional information: d10 analysis was normal. No device problem found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with a fever, discomfort, pocket erosion and a pocket infection. The pacemaker was explanted and replaced on the opposite side of the body. The patient was stable.